Event description:
It was reported that the customer had low blood glucose levels of 47 mg/dl. It was also reported that the customer had high blood glucose levels in the 400 mg/dl range. Customer treated with manual injection. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).